Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics had to assist him on three different occasions due to low blood glucose events. The customer stated that for one event his wife gave him a glucagon shot but it had no effect and the paramedics intervened. The customer drank a (B)(6) and afterwards his blood glucose was 27 mg/dl. The second low occurred at work; the patient was on his way to get orange juice but fell down. The customer declined troubleshooting for the hypoglycemia. No products were returned or replaced.